Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Direct stenting performed, no pre-dilatation. The reported angina and stenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. Reportedly, the xience v stent was implanted without pre-dilating the lesion. It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the direct stenting (no pre-dilatation) does not appear to have contributed to the reported event as the patient effects did not occur until seven months after the initial procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately seven months post stenting procedure with one 3.0 x 12 xience v stent in the proximal circumflex artery and one 2.5 x 28 xience v stent in the distal circumflex artery, the patient experienced chest pain, unrelated to activity which was relieved with sublingual nitroglycerin. On (B)(6) 2009, the patient underwent percutaneous transluminal coronary angioplasty for in-stent restenois in the left distal circumflex artery. The patient's condition resolved on (B)(6) 2009 and the patient was discharged. There was no adverse patient sequela. There was no additional information provided.